Manufacturer narrative:
Supplemental MDR 1226181-2015-00582_s1 was filed on march 18, 2016 in error. Corrected information (07/26/2016): the incorrect manufacturing report number was provided. This has been addressed in supplemental MDR 2432235-2015-00561_s1.

Manufacturer narrative:
Additional information (02/19/2016): a siemens headquarter support center (hsc) specialist evaluated the event data. Hsc concluded that tni-ultra is a sensitive assay that could be affected by sample quality. While alignment of the reagent probe may have corrected the issue, this incident was a non-reproducible discordant result. Therefore, the cause cannot be determined. The cause of the discordant tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found a crack on the integrated multi-sensor technology (imt) manifold at the salt bridge valve. The cse replaced the imt module and the issue resolved. The cse ran a dilution check and quality controls, which were acceptable. The cause of the discordant, falsely elevated sodium results on three patient samples was related to a malfunction of the imt module. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on three patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The repeat results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.